Event description:
It was reported that four days after implant the patient's right ventricular (rv) lead had dislodged as evidenced by high pacing thresholds, diminished sensing and confirmed by x-ray. A lead revision is planned. It was also reported that the patient's right atrial (ra) lead had far field r-wave (ffrw) oversensing that was addressed by reprogramming. Both rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.